Manufacturer narrative:
As reported by the (B)(6) study, four days post index procedure the patient complained of chest pain while on the vascular ward. Medic trop levels taken reviewed, fluid offload and restart cardiac meds. The patient was transferred to cardiac unit for angiogram the next week and an angioplasty was completed the following week. The patient was diagnosed with having a myocardial infarct. Per the investigator, the event was classified as severe, unlikely related to the index procedure and unlikely related to the device study. The event did not lead to serious deterioration in the health of the patient. During the index procedure, there was successful insertion of the delivery system through the vasculature, and successful deployment of aaa stent-graft. Deployment was made at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries. There was no endoleak reported. No secondary aaa intervention has been made. Approximately eight months and twenty-eight days post index procedure, the patient was at the outpatient respiratory clinic. The patient's lung function showed significant gas trapping indicative of worsening of chronic obstruction pulmonary disease (copd). The patient was prescribed a one-week course of amoxicillin 500mg tds. The event was reported to be mild. The event was determined to be unrelated to the index procedure and to the incraft device. No secondary aaa intervention has been made. The outcome is ongoing resolving. Approximately nine months post index procedure, the patient experienced gastrointestinal complications. The patient attended the emergency department for abdominal pain. The patient received pre-CT hydration for computed tomography (CT) scan scheduled on the same day. Verbal advice was provided. The event was mild in severity, and unrelated to the device and index procedure. No secondary aaa intervention has been made. The event was resolved after two months of complication. Approximately one year and twenty-one days post index procedure, the patient attended for CT abdomen with pre and post hydration and was seen by research team and reported ¿feeling unwell¿. Vital signs were taken, and verbal advice was done. Medications such as sodium chloride 0.9% 500ml IV was given. The event was mild in severity, and unrelated to the device and index procedure. No secondary aaa intervention has been made. The patient was discharged with specialist follow up. Approximately one year and two months following a colonoscopy, the patient was found to have diverticular disease of the sigmoid colon. The patient was advised to repeat colostomy after three years. The event was reported to be mild. There was no adjudication performed. The event was mild in severity, and unrelated to the device and index procedure. No secondary aaa intervention has been made. The issue is ongoing. Approximately three years and nine months post index procedure, it was noted that there was a significant growth of sac size during diagnostic ultrasound (dus) follow up. After twenty-three days, the patient had computed tomography (CT) which confirmed increase and type 2 endoleak. Two months after, the patient had diagnostic angio and reveals no trans arterial access to endoleak. After one month and four days of the diagnostic procedure, the patient had aortic sac embolization. An embolization was performed after 1ml of dimethyl-sulfoxide (dmso) and a total of 15ml onyx. The event was reported to be severe. The day after, the patient was discharged. The product was not returned for analysis. A product history record (phr) review of lot 17174835 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿abdominal aortic aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Potential adverse events and potential device risks include, but are not limited to expected clinical adverse events: aneurysmal enlargement¿ the accepted and standardized treatment for sac enlargement is embolization of the culprit vessel by either a glue or coils. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the insight study, four days post index procedure the patient complained of chest pain while on the vascular ward. Medic trop levels taken reviewed, fluid offload and restart cardiac meds. The patient was transferred to cardiac unit for angiogram the next week and an angioplasty was completed the following week. The patient was diagnosed with having a myocardial infarct. Per the investigator, the event was classified as severe, unlikely related to the index procedure and unlikely related to the device study. The event did not lead to serious deterioration in the health of the patient. During the index procedure, there was successful insertion of the delivery system through the vasculature, and successful deployment of aaa stent-graft. Deployment was made at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries. There was no endoaleak reported. No secondary aaa intervention has been made. Approximately eight months and twenty eight days post index procedure, the patient was at the outpatient respiratory clinic. The patient's lung function showed significant gas trapping indicative of worsening of chronic obstruction pulmonary disease (copd). The patient was prescribed a one week course of amoxicillin 500mg tds. The event was reported to be mild. The event was determined to be unrelated to the index procedure and to the incraft device. No secondary aaa intervention has been made. The outcome is ongoing resolving. Approximately nine months post index procedure, the patient experienced gastrointestinal complications. The patient attended the emergency department for abdominal pain. The patient received pre-CT hydration for computed tomography (CT) scan scheduled on the same day. Verbal advice was provided. The event was mild in severity, and unrelated to the device and index procedure. No secondary aaa intervention has been made. The event was resolved after two months of complication. Approximately one year and twenty one days post index procedure, the patient attended for CT abdomen with pre and post hydration and was seen by research team and reported ¿feeling unwell¿. Vital signs were taken, and verbal advice was done. Medications such as sodium chloride 0.9% 500ml IV was given. The event was mild in severity, and unrelated to the device and index procedure. No secondary aaa intervention has been made. The patient was discharged with specialist follow up. Approximately one year and two months following a colonoscopy, the patient was found to have diverticular disease of the sigmoid colon. The patient was advised to repeat colostomy after three years. The event was reported to be mild. There was no adjudication performed. The event was mild in severity, and unrelated to the device and index procedure. No secondary aaa intervention has been made. The issue is ongoing. Approximately three years and nine months post index procedure, it was noted that there was a significant growth of sac size during diagnostic ultrasound (dus) follow up. After twenty three days, the patient had computed tomography (CT) which confirmed increase and type 2 endoleak. Two months after, the patient had diagnostic angio and reveals no trans arterial access to endoleak. After one month and four days of the diagnostic procedure, the patient had aortic sac embolization. An embolization was performed after 1ml of dimethyl-sulfoxide (dmso) and a total of 15ml onyx. The event was reported to be severe. The day after, the patient was discharged.